Manufacturer narrative:
Date of event: date is estimate. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of a vessel was attempted using a proglide device after a procedure. Reportedly, the proglide device "kinked in the patients anatomy". Although a kink in the device was reported, there was no report that the kink resulted in a failure to achieve hemostasis. There was no reported adverse patient effects. There was no reported clinically significant delay in the procedure or therapy. Per return analysis, based on the "use state" of the device, hemostasis would not have been able to be achieved with the same device; therefore, another method would have been necessary. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported kink was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: phone number.